Manufacturer narrative:
It was reported that the unit turned "on" after plugging it in. Our investigation revealed a defect in the power control. We will follow up with our supplier to determine the cause of this malfunction.

Event description:
Customer stated the pad turns on when plugged in without using the controls.